Manufacturer narrative:
Due to character limit in block e1 event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the screen of the cardiosave intra-aortic balloon pump (iabp) was flickering.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 a getinge filed service engineer (fse) communicated with the hospital, it was found that the hospital disassembled the main unit for transportation, and then when the main unit and the trolley were installed back, the ac power could not be connected properly, so the battery power was used all the time. After the battery was used up, the screen went black. After it was reassembled, the machine was normal, had no impact on the patient, and did not require maintenance. The machine is running normally and no parts need to be replaced.